Manufacturer narrative:
Concomitant product(s): a 694965 lead, implanted: (B)(6)2005. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular lead was causing phrenic nerve stimulation and was no longer being used; therefore the lead was capped. The right atrial lead has chronically elevated thresholds that are stable. The lead remains in use. No further patient complications have been reported as a result of this event.